Manufacturer narrative:
The dexcom g6 user guide states: don't use sites where sensor can be rubbed ¿ by your belt, waist band, seat belt strap ¿ or where you lay when you sleep. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was in the range of 50-100s mg/dl. Customer alleged that the decrease in bg level was caused by the laying on their sensor. Customer consumed carbohydrates to address low bg. Reportedly, the customer reverted to manual injections for insulin therapy.